Event description:
It was reported that during the implant procedure, the ventricular lead had perforated the apex. The lead was not used. A pericardiocentesis was performed. The patient did very well.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.